Event description:
It was reported that during a laparoscopic cholecystectomy there were several clips that misfired. One clip was reported as possibly 'scissored' during the procedure. There were no patient consequence.